Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intravenous fluid appeared cloudy in the tubing and drip chamber of a clearlink secondary medication set. This occurred during priming of the set with lactated ringers solution. The reporter stated that the solution had not been cloudy prior to entering the tubing, and the solution appeared clear when used with another secondary set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the solution and the drip chamber have a cloudy appearance. The cause of the cloudy appearance could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.